Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the stapling process stopped while firing a sureform 45 stapler instrument with a white sureform 45 reload on a calcified artery. At the time of the issue, an error message appeared stating, "tissue too thick to continue." Following this, multiple bleeding events occurred, and the procedure was subsequently converted to open surgery. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A stapler log review shows that the sureform 45 stapler instrument was installed on the system once and fired 1 white sureform 45 reload. On the only install, the first clamp was incomplete. The next clamp was successful but was followed by a firing failure. There were no stapler related errors in the logs.